Event description:
It was reported that the ventilator generated high airway pressure alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high airway pressure alarm. Our field service engineer investigated the ventilator and performed pre-use check, which passed the test. The reported issue could not be reproduced. No parts were replaced and the unit was returned for clinical use. Since no parts were replaced and returned for investigation, the root cause of the reported issue could not be determined.

Event description:
Manufacturers ref: #(B)(4).